Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01667 addresses the other device. It was reported to boston scientific corporation (bsc) that two rotatable oval snares were used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2012. According to the complainant, the sheaths of both devices broke near the device handles, exposing the wires inside. The procedure was completed with a different bsc device. There were no patient complications reported as a result of this event. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01667 addresses the other device. It was reported to boston scientific corporation (bsc) that two rotatable oval snares were used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2012. According to the complainant, the sheaths of both devices broke near the device handles, exposing the wires inside. The procedure was completed with a different bsc device. There were no patient complications reported as a result of this event. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found the flare had detached. Additionally, two slight kinks along the working length were noted and the key tube was found outside the dongle assembly. The condition of the returned device rendered functional testing impossible. The condition of the returned device was consistent with the complaint that the sheath broke; the complaint was confirmed. However, review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.